Event description:
The patient stated that he had his vns removed years ago, because it was "broken." The patient did not know the date of removal. Attempts for further information were unsuccessful as the records from the patient's previous physician were not available. No further relevant information has been received to date.